Event description:
On an unk date, it was reported that a gore dryseal sheath was inserted for extended use in conjunction with an impella device. On an unk date, it was reported that the flush port of the sheath broke off and the pt started losing arterial blood (amount of blood loss is unk). No further info is available.

Manufacturer narrative:
Mfg could not be performed as the lot number was not available. The root cause of this event could not be determined.